Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device would not power up due to a power unit failure. Other physical wear and tear was also noted while evaluating the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While the customer was preparing for a diagnostic endoscopic procedure, he found that the evis exera ii video system center was not powering up. According to the initial reporter, another device was used to complete the procedure without further incident.